Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the heater bag and the heater line. This occurred during set up for peritoneal dialysis therapy. The patient reported that the heater bag became disconnected during the set up. The technical service representative (tsr) assisted the patient with removing the cassette from the homechoice. The patient will start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.